Event description:
It was reported that there were multiple episodes of t-wave oversensing on the right ventricular lead. The lead remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.